Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Event description:
The complainant reported a patient on impella rp flex support. While one support the doctor decided to place another figure of 8 stitch due to some slight oozing noted on one side of the first stitch and the sheath was forward tension sutured and angled match dressing was applied. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.